Event description:
The customer reported observing condition codes posted on the analyzer. Under these conditions, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: datalogger analysis indicated that the imprecision of the metered volumes of sample and reagent was increased at the time of the event. An ocd field engineer observed a partially plugged reagent metering probe and replaced the probe. Acceptable quality control performance was verified following service. The root cause of this event was a partially blocked reagent metering probe.